Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately the end of 2024. Product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-70. Serial: (B)(6). Batch: 7085764. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient's primary cell implantable pulse generator (ipg) reached its end of life in less than a year after implantation. It was determined that the paddle lead had migrated, leading to inadequate therapy. Consequently, the patient significantly increased the amplitude, which led to increased energy consumption. The patient is doing great post operatively. The explanted device will not be returned as it was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(6); batch: 7074213.

Event description:
It was reported that the spinal cord stimulation (scs) patient's primary cell implantable pulse generator (ipg) reached its end of life in less than a year after implantation. It was determined that the paddle lead had migrated, leading to inadequate therapy. Consequently, the patient significantly increased the amplitude, which led to increased energy consumption. The explant device will not be return. No additional adverse patient effects were reported.